Event description:
The customer was hospitalized due to insulin reaction. It was stated that the pump was delivering insulin without being programmed by the customer. The bolus history was reviewed and found that the insulin was delivering several times without programming. The remote was turned on, but the customer did not use it. No one else had an access to it. The customer had problems with the buttons about two weeks ago. Also they claimed that they programmed a bolus, but it was not recorded in the bolus history.